Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the small pieces fall into the patient? No. If yes, how were the small pieces retrieved from the patient? Na.

Event description:
It was reported by the affiliate that prior to a total colectomy with loop ileostomy procedure, the new device was opened and put on a sterile field, a scrub nurse loaded new sr75 on cartridge fork and no abnormality was found. Then the stapler was passed to a surgeon from colon transection, a small part was found on patient&#38112;colon during a stapler manipulation, then he retrieved the small ring from an abdomen and passed to the nurse, use the same stapler to transect a colon, staple line was well formed. Eventually another new linear cutter opened and 2nd reload loaded to finish a surgery. The patient is stable.

Manufacturer narrative:
(B)(4). The photos provided shows two anvil halves of an ntlc75 device tied with a rubber band at the distal end, one of them can be noted to have one of the bearings missing. The bearing can be seen loose at the lower right quadrant of the photo. The other pictures show the anvil halves of the device alone with a loose bearing on its side. Based on the photo alone the event describe is confirmed, unfortunately there is not enough evidence in the photo to determine root cause.